Event description:
The customer reported that during an unspecified diagnostic procedure, there was no image with the subject device. The intended procedure was delayed less than fifteen minutes. The procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
At this time, the user facility has decided not to return the device to olympus for evaluation and repair. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failed camera cable could not be identified. Olympus will continue to monitor field performance for this device.